Manufacturer narrative:
The insulin pump was received with an intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform displacement test due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked cassette display window corner, cracked battery tube threads, cracked case and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a crack at the battery compartment. The drive support cap did not appear to be damaged. The blood glucose reading was not known.